Event description:
The consumer reported that the patient has an urinary tract infection (uti), and was currently on antibiotics. It was also indicated that the patient may be retaining some urine. The consumer indicated that they would schedule a bladder scan. The patient had currently stopped percutaneous tibial neuromodulation (ptnm) treatments, but the consumer wanted them to get back on them as soon as the uti cleared and the bladder scan test came back. There were no further complications reported as a result of this event.